Event description:
A baxter service technician reported finding a colleague infusion pump with a channel c "select button" not working. This event occurred during product evaluation in 2009. There was no patient injury or medical intervention necessary. No additional information is available. (Uim master software version is 5.04.00, categorized as unremediated).

Manufacturer narrative:
Evaluation summary: during product evaluation, the condition of a pump with an operable channel select button on channel c was discovered. There was no stated root cause for this event. The pump head module keypad on channel c was replaced to address the condition found during service. The pump was tested and returned within specification. This issue is currently being investigated under apa.